Manufacturer narrative:
The tech found the left siderail end tube is broken. The tech replaced the left siderail end tube to resolve the issue.

Event description:
Tech alleged that the left siderail is not latching in the raised position. No pt injured.